Event description:
It was reported that the cassette lock was broken, and that the sensor was unresponsive. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed during testing. The latch lock and flex sensor were not functioning. It was additionally found that the downstream occlusion(dso) seal was delaminated. The dso seal was replaced.